Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose this morning was 2.4 mmol/l before they ate. No troubleshooting occurred. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and broken force sensor was found in the formatted history file due to force sensor zero offset out of spec. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.